Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted once the plant has completed their evaluation.

Event description:
A peritoneal dialysis (pd) patient reported he was in drain 3 of 4 and began having trouble draining. Patient's cycler had alarmed for air detected in cassette on the same day. Technical support had advised the patient to discontinue treatment. After discontinuing treatment the patient discovered a hole in the cassette and the subsequent fluid leak. The set was discarded. During follow up the patient's nurse reported the patient did not have any complications from the leak. No adverse event reported at this time.